Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified concentration of morphine, at an unspecified rate, via a gem star pump. It was reported that after the device had been in use at least 24 hours when the nurse was assisting the patient back to bed, the tubing separated from the inlet port of the filter of the tubing set. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.